Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient reported received information that the right ventricular (rv) lead was fractured. Further information indicated the rv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.